Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5219747. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
V therapy staff rn started an IV on a patient using a 20g 1.16in IV and the needle's safety mechanism, the button to retract the needle, was jammed. When trying to physically remove the needle from the hub after insertion, I was then met with slight resistance. After removal from the catheter, the safety still didn't activate to retract the needle into the center of the IV. Additional information received on 09jan2026 1. Can you please provide an exact date of event in mm-dd-yyyy format? 12/22/2025. 2. What was the impact to the patient? IV start was ok, no pt issues. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.